Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. A batch review was conducted for potentially associated lot numbers h12i13059 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information from a nurse, in the USA. This report is of peritonitis with in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies, for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. However, the treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.